Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID neu_unknown_cath, product type catheter.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving morphine sulfate 5 mg/ml at 1.7110 mg/day and bupivacaine 2.5 mg/ml at 0.8555 mg/day via an implantable pump for an unknown indication for use. It was reported that there was a seroma around the abdominal pump site (clinical diagnosis) and catheter leakage (device diagnosis) as of (B)(6) 2016. On (B)(6) 2016, 250ml of a slightly amber-colored fluid was drained from the seroma. The seroma formation was located at the left abdominal wall at the pump site. Laboratory testing/wound culture of the lumbar pump site had no growth at 2 days. At examination on (B)(6) 2016, the large seroma at pump site was drained and 200ml of yellow fluid was obtained. Per laboratory testing result note on (B)(6) 2016, the seroma was found to contain trace amounts of morphine suggesting possible pump leak. On (B)(6) 2016, 273ml of yellow fluid was drained from the large seroma. Surgical observation on (B)(6) 2016 found copious amounts of viscous serosanguinous fluid found in pocket, the pump was floating in dacron pocket and free of underlying tissue and a leak was found in catheter approximately 1cm distal to connecting point. Catheter revision and pump site revision occurred (B)(6) 2016. Examination on (B)(6) 2017 reve aled the patient was doing well and the pump scar was well-healed. The etiology was noted as related to the device or therapy and possibly related to the implant procedure. The outcome was resolved without sequelae as of (B)(6) 2017. Additional information received on (B)(6) 2017 indicated the physician replied that no cause of the catheter leak was documented. No further complications were reported/anticipated.